Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 447 mg/dl. The customer treated high blood glucose with manual injection. It was unknown if the customer was using auto mode or not at the time of incident. The customer¿s mother also stated that the insulin pump had blank display. The customer stated the display was not blank less than 30 seconds and did not return. Customer stated display was blank currently. The customer was assisted with troubleshooting and display returned back. The insulin pump was not bumped, dropped or exposed to moisture. The insulin pump will not be returned for analysis.